Event description:
Caller reported a power source alert and confirmed the use of both tandem charging cable and wall adaptor during the occurrence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.